Event description:
It was reported that the patient underwent surgery to have an artificial urinary sphincter (aus) device explanted and a new aus device implanted due to patient beginning to become incontinent . No further complications reported.